Event description:
On (B)(6) 2022, a patient in germany underwent a procedure for the placement of nasal-jejunal tube. On (B)(6) 2022 the patient died suddenly of unknown causes. Despite multiple attempts, the cause of death, patient's medical history and if an autopsy was performed was not reported. Therefore, the no relationship to the tubing was established.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedure complication is a known complication of an nj tube placement. Due to the timing of the death in relation to the date of the procedure, abbvie has conservatively chosen to report. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.